Event description:
Health canada report reference (B)(4) received, stating: perclose vascular closure device misfiring. When perclose [prostyle] was fired" within the right femoral artery the normal event would be smooth removal of entire device from the vessel/surgical site. Instead the device became stuck and could not be removed. Stitch that was fired had to be removed and new device used. This happened with two devices on the same side. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of a right femoral artery using two prostyle devices after a lower extremity angioplasty procedure. Reportedly, after deployment, the sutures were stuck which required removal of the suture to remove the devices. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation: return status updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced in event is being filed under a separate medwatch report number.

Event description:
Health canada report reference#: (B)(4) received, stating: perclose vascular closure device misfiring. When perclose [prostyle] was fired" within the right femoral artery the normal event would be smooth removal of entire device from the vessel/surgical site. Instead the device became stuck and could not be removed. Stitch that was fired had to be removed and new device used. This happened with two devices on the same side. No additional information was provided.